Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: one complaint cannula and 14 sealed, unused cannulae were returned to fisher & paykel healthcare and were visually inspected. The devices were visually inspected and checked for defects. The unused cannulae were from the same batch as the complaint device. Results: visual inspection of the returned complaint cannula revealed that the tubing was detached from the swivel connector. Visual inspection of the 14 unused cannulae revealed no visible defects. Two of the sealed cannulae were removed from the packaging and more closely inspected. No visible damage was found and it was not possible to detach the tubing from the swivel connectors. The swivels were found to be operational. Conclusion: the observed damage to the complaint cannula is most likely the result of pulling on the cannula tubing with undue force. It was also noted that the clothing clip had apparently not been used. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. Our optiflow production team has been notified of this failure. They have carried out an internal investigation of the manufacturing process and production staff have received additional training to ensure they are following the correct assembly procedure.

Event description:
A hospital in michigan reported that an opt944 nasal cannula 'tore apart' after three days of use on a patient. No patient consequence was reported.